Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 4512-53 lead implanted: (B)(6) 1986. (B)(4).

Event description:
It was reported that following the procedure, the right ventricular (rv) lead warning triggered due "anomaly" and it was noted the rv pacing impedance was low with a "high possibility of short." The device was reprogrammed and the rv lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.